Manufacturer narrative:
The subject product evaluation found the unit would not irrigate as was reported. Visual evaluation identified areas of physical damage on the outer casing and all three of the void seals were broken, indicating the controller may have been opened. There was a loose piece of black plastic inside of the housing from one of the power supply board components. The ribbon cable was found kinked and in close proximity to the control board (logic chip) where heat damage was identified. The damage to the internal components described above is causing the failures found. It appears likely that an electrical event occurred causing the heat damage to the logic chip component. As the device was in service for approximately 8 months, there was no evidence of a manufacturing defect. Based on evaluation we have concluded that the physical damage and the heat damage identified with the internal components was most likely due to the device being subjected to physical trauma. A review of the manufacturing records was performed for the reported lot/serial number and found the lot was manufactured to specification.

Event description:
It was reported per the customer contact that during the set up of a procedure before use the x-stream controller would not allow for any irrigation fluid to flow into the tubing set. Another controller was used in the case, with the tubing set. There was no patient injury or intervention as a result of the problem experienced. The subject product was returned and evaluation identified that some internal components had heat damage. There was no report of a short circuit, smoke, or flame having occurred during use of the device.